Event description:
The user in (B)(6) alleged the onetouch veriopro meter displayed an unknown "ER" message and would not power on. There is no indication that the product caused or contributed to a serious injury. However, this complaint is being reported because the alleged product issue remained unresolved.